Event description:
It was reported that the device had loose part inside the pcu case. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of loose part inside the pou unit was confirmed. On (B)(6) 2024, pou was received unboxed and with paperwork. Visual inspection has confirmed a loose component inside. Device disassembly revealed an extra washer inside the device. The washer was removed, and device was closed. Noted issue(s) were corrected in bd san diego operation¿s lab. Recommend bd san diego repair center replace the lock mechanism (spring). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.